Event description:
An ekos lytic catheter tip broke off upon removal; some attempts to retrieve it were ultimately unsuccessful and the tip was left in the ra/rv (right atrium to right ventricle conduit) -- metallic marker of distal endo of ekos catheter in right ventricle. Manufacturer response for ekos catheters, (brand not provided) (per site reporter): unknown.